Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 25sep2020.

Event description:
The customer reported a ventilator with an alarm led failure. This event was addressed in-house by the customer. There was no on-site evaluation by the manufacturer. There was no patient involvement or harm. The customer reported that the replacement of the power switch overlay resolved this reported event.